Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va018g0, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Date of event was reported as the fall of 2016.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had poor communication. It was noted that they did use an antenna, so they confirmed it was secured, but the issue was not resolved. After unplugging the antenna and placing the programmer over the implanted neurostimulator (ins) site, the issue was still not resolved. The patient stated that the ins therapy was not working well. It was noted that this started in fall, 2016, the same time that their patient programmer (pp) was not working when they used it. They were going to follow-up with a healthcare professional (hcp) to check the ins battery. Additional information was received on june 22, 2017 from the healthcare professional (hcp) via the manufacturer¿s representative regarding the patient. It was reported the surgeon damaged/broke the lead while removing it during ins battery replacement. The lead was noted as stretched. It was attempted to replace with a new lead but the patient was not able to hold still. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.